Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 92 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt has a distal type I endoleak at the stent graft on the right iliac artery, and there is also a type ii coming from the ima. At the time of the endoleak, the aneurysm is 11 cm in size. The physician elected to intervene approx 3 weeks later with a 16 x 13 x 124 endurant limb, which successfully sealed the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (type ii endoleak).